Manufacturer narrative:
Method: visual inspection, design history review, complaint history analysis, risk assessment. Results: the device was returned and it was confirmed that the tip fractured. The broken tip was confirmed that the tip fractured. The broken was not returned. The DHR for this device's batch was reviewed and no deviations linked with the reported event were found. There have been 39 complaints for tip breakage on the xia 3 torque wrench. During the event the surgeon was able to remove the broken tip with no adverse consequences. Conclusion: as a result of the reception of complaints for torque wrench tip breakage, CAPA (B)(4) was initiated. The CAPA concluded that tip breakage is linked with impact and heating of the inner shaft during insertion and the welding of the inner pint.

Event description:
The surgeon (B)(6), on behalf of (B)(6) hosp, reported through our (B)(4) product mgr that: "the torque wrench broke off during a surgical procedure. The breakage happened during the final tightening of the first blocker, the torque wrench tip broke into the blocker, with a forcep the surgeon removed the tip and performed the final tightening with the universal tightener (B)(4). Obviously the surgeon is not 100% sure to have tightened the blockers with the right torque (12nm)." No adverse consequences reported.